Event description:
It was reported from (B)(6) that the part of the right of the docking stations did not have any power on the universal battery charger device. According to the reporter, the device did not charge the battery devices. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the red led illuminated and lit up when the battery was in charge. It was determined that the charging bay and the right loading bay were defective. Therefore, the reported condition was confirmed. The assignable root cause could not be determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.